Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: since neither data logs nor product were returned for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The placement signal intermittently disappeared from the display for approximately half of the procedure and would briefly leave the screen before returning. Pump flow remained stable throughout the case.